Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the first device was fired and the clip was scissored. This did not occur on the first firing, but was unknown which firing it did occur. When this happened, the surgeon stopped using the device and a second like device of the same product code was pulled for use. On the first firing with this second device, the clip and device got stuck on an artery. The surgeon closed the device to fire and the device was stuck. The surgeon had to use another device to remove. When pulling the clip off the artery, it cut the artery. Another device was used, unknown if it was the same product code, and the surgeon placed another clip in a less optimal location on the artery to complete the case. Patient did not require blood products. No patient consequences were reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.